Event description:
It was reported that the patient experienced unspecified issues with a previous sling device. An artificial urinary sphincter (aus) was implanted in a further surgery. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus was implanted due to the sling failed to fix patient's incontinence.